Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer reports the time clock did not advance. Alarm occurred during the time that the buttons were not responding. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.